Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she cannot get the pump to rewind. Customer's blood glucose was 546 mg/dl at the time of the incident. Customer stated that it had fallen from the clip and reset. Customer's last alarm was a bad battery alarm. Customer tried putting in an entirely new battery, which reset the pump and allowed her to reprogram the time and then rewind.